Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed for s320 (led error - pmc, left) and s321 (motor error-pmc, left) malfunction alarm codes. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.